Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" and "scan in 10 mins" messages while wearing the adc freestyle libre sensor. Customer further reported he started to feel his energies really low and subsequently lost consciousness. Customer was treated with glucagon injection by the doctor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed no the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" and "scan in 10 mins" messages while wearing the adc freestyle libre sensor. Customer further reported he started to feel his energies really low and subsequently lost consciousness. Customer was treated with glucagon injection by the doctor. There was no report of death or permanent impairment associated with this event.